Event description:
The patient was on the table for a bone scan. The parameters were set on the machine. The bottom head came up and stopped about one inch from the table. The top head came down and didn't stop at the set parameters. It continued down until it pinned the patient to the table. The tech attempted 2 times to use the emergency stop button, which failed. Our staff was able to break the table and get the patient out. Pt was in respiratory distress and ina panicked state. The respiratory distress was quickly corrected. Pt sustained no injuries or fractures. Ge came on site to evaluate machine.